Event description:
The patient has serious blockages, in the main left anterior descending (lad) artery , a branch of it (diagonal bifurcation), and an obtuse marginal. The physician tried to treat the blockages using a technique "kissing balloon" angioplasty, where the md used two balloons to open up the artery at the same time. The procedure aimed to treat blockages in the heart's arteries, specifically the left anterior descending (lad) artery, using a technique called "kissing balloon" angioplasty. The first balloon was successfully inflated in the middle of the lad. However, when attempting to place the second balloon, it broke inside the guiding catheter. This left the broken balloon stuck in the catheter. The procedure was halted to safely remove all equipment. The broken balloon inside the catheter was carefully extracted. Plans were made to reschedule the procedure at a later time, using an alternative approach.